Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product via MRI". Later healthcare professional reported "rupture, rupture found during surgery, "rupture-biocell"". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product via MRI". Later healthcare professional reported "rupture, rupture found during surgery, "rupture-biocell"". This record is for the right side. Device remains implanted.